Manufacturer narrative:
A brief summary of this citi / full complaint investigation included: reasonably suggest device malfunction: yes. Severity of harm: s3. Complaint class: product use attributes. Complaint sub-class: wrap/patch/pad too hot. Related to potential ae?: yes. Status: investigation in progress. Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap was "kind of hot and had to take it off." The cause of the consumer stating not being able to wear the wrap because it was hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] used the wrap was hot and had to take it off [device issue]. Case narrative: the initial case was missing the following minimum criteria: no ae. Upon receipt of follow-up information on 15jun2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. This (B)(6)-year-old male consumer started to receive thermacare heatwrap (thermacare lower back & hip) lot ad3848 exp oct2021, lot ad3823, exp aug2021, UDI# (B)(4), via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Consumer reported for the thermacare heat wrap lower back and hip, he stated that he received an email from (online shopping site name) about a recall, in which he bought several of them, and one of ones he used this morning ((B)(6) 2019) was kind of hot and had to take it off. He stated that he looked for the lot number and was not sure where to find it. He would also like to know if the wrap was a part of the recall. He had 3 empty boxes, and his issue was that he did not know which box this wrap that was hot, came from, and provides product details on all 3 boxes today. He stated that all 3 boxes were 2 count each. Box 1 and 2 had lot ad3848 exp oct2021, the 3rd box had lot ad3823 exp aug2021. He stated that he still noticed the wrap felt hot. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: a brief summary of this citi / full complaint investigation included: reasonably suggest device malfunction: yes. Severity of harm: s3. Complaint class: product use attributes. Complaint sub-class: wrap/patch/pad too hot. Related to potential ae?: yes. Status: investigation in progress. Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap was "kind of hot and had to take it off." The cause of the consumer stating not being able to wear the wrap because it was hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Company clinical evaluation comment: based on the available information, the patient reported "used the wrap was hot and had to take it off". There was "no adverse reaction" such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The event is medically assessed as associated with the use of the device. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed., comment: based on the available information, the patient reported "used the wrap was hot and had to take it off". There was "no adverse reaction" such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The event is medically assessed as associated with the use of the device. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
Rsnbly suggest device malfunc?: no severity of harm: n/a.no reasonable device malfunction. The root cause category is nonassignable (complaint not confirmed as a quality defect).evaluation of the return sample did not show any obvious defects to the wraps. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap was "kind of hot and had to take it off." The cause of the consumer stating not being able to wear the wrap because it was hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Used the wrap was hot and had to take it off [no adverse event]. Case description: this case is now considered invalid as there is no adverse event. This is a spontaneous report from a contactable consumer. This 83-year-old male consumer started to receive thermacare heatwrap (thermacare lower back & hip) lot ad3848 exp oct2021, lot ad3823, exp aug2021, UDI# (B)(4)., via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Consumer reported for the thermacare heat wrap lower back and hip, he stated that he received an email from (online shopping site name) about a recall, in which he bought several of them, and one of ones he used this morning (B)(6) 2019) was kind of hot and had to take it off. He stated that he looked for the lot number and was not sure where to find it. He would also like to know if the wrap was a part of the recall. He had 3 empty boxes, and his issue was that he did not know which box this wrap that was hot, came from, and provides product details on all 3 boxes today. He stated that all 3 boxes were 2 count each. Box 1 and 2 had lot ad3848 exp oct2021, the 3rd box had lot ad3823 exp aug2021. He stated that he still noticed the wrap felt hot. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: rsnbly suggest device malfunc?: no severity of harm: n/a: no reasonable device malfunction. The root cause category is non-assignable (complaint not confirmed as a quality defect). Evaluation of the return sample did not show any obvious defects to the wraps. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap was "kind of hot and had to take it off." The cause of the consumer stating not being able to wear the wrap because it was hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (03sep2019, 06sep2019, 11sep2019): new information received from the product quality complaint group: updated investigation summary. Case is now considered invalid as there was no adverse event.